Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported patient embolus is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during treatment of the occluded in m1 segment of the middle cerebral artery (mca), the emboli to new territory (ent) had occurred in the a1 segment of the anterior cerebral artery (aca) and medical intervention was performed to treat the patient¿s ent. The procedure was successfully completed, and the patient was assessed having a thrombolysis in cerebral infarction (tici) score of 3. Patient status directly after the procedure is fine with no significant disability and able to carry out all usual duties and activities.

Event description:
It was reported that during treatment of the occluded in m1 segment of the middle cerebral artery (mca), the emboli to new territory (ent) had occurred in the a1 segment of the anterior cerebral artery (aca) and medical intervention was performed to treat the patient¿s ent. The procedure was successfully completed, and the patient was assessed having a thrombolysis in cerebral infarction (tici) score of 3. Patient status directly after the procedure is fine with no significant disability and able to carry out all usual duties and activities.

Manufacturer narrative:
H6 - device code: corrected - no apparent adverse event. Based on the information received from medical safety on 15-nov-2019 stated that the was no allegation against the subject balloon (bgc) catheter and no clinical consequence due to this event; therefore, this event does meet reporting criteria. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
This is 2 of 2 reports. The subject device is unavailable to manufacturer.

Event description:
It was reported that during treatment of the occluded in m1 segment of the middle cerebral artery (mca), the emboli to new territory (ent) had occurred in the a1 segment of the anterior cerebral artery (aca) and medical intervention was performed to treat the patient¿s ent. The procedure was successfully completed, and the patient was assessed having a thrombolysis in cerebral infarction (tici) score of 3. Patient status directly after the procedure is fine with no significant disability and able to carry out all usual duties and activities.